Event description:
It was reported pt had implantable neuro stimulator and lead replaced. Pt stated lead was kinked. It was also reported pt could not feel stimulation following the implant. Pt stated she was not able to make it to the bathroom on time and had not used her pt programmer since the surgery. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).